Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient needed more stimulation. On (B)(6) 2017 they increased the stimulation, but they were unsure if the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. The patient doesn't feel stimulation and it was concluded that therapy was off. It was reviewed that therapy needs to be on for it to be effective so it was turned on, but the issue wasn't resolved. A fall was reported that could be related to the issue. Patient said they had a bad fall and hit right near the ins and there was swelling and was told to ice the area. Because the patient was at a higher setting and stimulation was off at beginning of call, the patient was instructed to monitor their results on their current program. If they don't see improvement within the next few days, the patient should switch programs. Patient said they will call back to review how to switch programs if needed. Patient isn't going to follow-up with a healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.